Event description:
It has been reported to us that the distal tip of the guide wire separated and remains inside the pt's vessel. The physician inserted the guide wire into the pt into the proximal ramus branch that was tortuous and calcified. The physician inserted a balloon catheter and pre-dilated the vessel at which time the physician noticed that the guide wire had migrated distally. The physician pulled back the guide wire however the tip did not respond. The guide wire was removed; however the guide wire tip had become separated and remained inside the pt. The decision was made to leave the separated tip inside the pt. The pt is reported to be fine.

Manufacturer narrative:
Actual device used in case was evaluated. Visual examination performed. Results: visual examination of the returned device revealed that the distal tip of the guide wire was missing; the rest of the coil is intact. There was no other visable damage noticed on the guide wire. A review of the device history record did not detect any deficiencies in the manufacturing process. The event is confirmed for the distal tip broke off; however, a cine was not returned therefore we are unable to confirm the fragment is in the patient. The analysis is complete as of (B)(4), 2011.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.